Event description:
It was reported that pump battery would not charge and power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, kept adapter plugged into working outlet for at least 30 minutes, and pump then began charging using original supplies, so no further assistance was required.